Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that episode of non-sustained ventricular oversensing due to loss of capture and possible retrograde conduction was observed. Recommended programming to increase output will be made.